Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified bd posiflush¿ pre-filled heparin lock flush had air in the line, causing a hissing sound. The following information was provided by the initial reporter: "I had to abort the injection because it was hissing."